Manufacturer narrative:
If implanted, give date: not applicable, lens was not implanted. The lens was inserted and removed. If explanted, give date: not applicable, lens was not fully implanted there not explanted. Actual device was not returned, only the box was received. (B)(4). Device evaluation the lens was not returned to the manufacturer for evaluation. Visual inspection could not be performed. The reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The lenses were released according to specifications. The complaint history search revealed no additional complaints received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that a patient's eye could not support an intraocular lens (iol). Further information was provided. The physician noted a zonular loss at beginning of phaco process. The physician used capsule hooks and sutured a capsular segment. The posterior capsule was intact. An anterior to posterior capsular tear was sustained when the doctor injected the zcb00 lens. The lens was observed twisted in cartridge. The physician removed the lens and performed a vitrectomy. The physician then tried to suture in a za9003 lens but the haptic snapped, so the doctor removed the lens and left the patient aphakic. No additional information was provided. The zcb00 lens is being captured in this report and a separate MDR is being filed for the za9003 lens.